Event description:
Review of svc data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon svc eval, the cable connecting ECG a to ECG b was cut, severing the pulse wire. The cause of the failed hi-pot test was the damaged pulse wire. The root cause of the cut wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wire. The last pt to use this belt did not report any deficiencies.